Event description:
The complainant reported a position in aorta alarm appeared during impella cp support. This indicates an optical sensor issue. The placement of the device was verified via echocardiogram, and the decision was made to disable the alarms. Decision made to withdraw care. Patient expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. Product was not returned. Data logs were returned and investigated. Patient's health was deteriorating. There was a motor current spike observed and after 19 hours the "placement signal unreliable" alarms were recorded which suggests sudden biomaterial ingestion. Placement was confirmed to be correct by echocardiogram by the doctor suggesting that it was a false alarm. Per the clinical and data log review, the root cause of the optical signal alarm issue was biomaterial ingestion related to false "pump in aorta" alarm. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.